Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The target lesion was located in a calcified right coronary artery. A promus element plus mr, us 3.50x20mm stent delivery balloon ruptured between 13-14 atm. The procedure was completed with this device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).